Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited oversensing which resulted in false positive episodes. Further information was requested, but not yet available.

Manufacturer narrative:
Further information requested but was not received.